Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak, death, occlusion). Patient's condition affected effectiveness of device (short aortic neck with a 45 degree angle and frail, slightly tortuous, moderately calcified vessels). Evaluation conclusions: device failure/lack of effectiveness related to patient's condition (short aortic neck with a 45 degree angle and frail, slightly tortuous, moderately calcified vessels).

Event description:
An unknown aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The patient had a short aortic neck with a 45 degree angle and frail, slightly tortuous, moderately calcified vessels. It was reported that the device and its components had been implanted. The final angiogram demonstrated a type I endoleak present, due to the morphology of the patient's aortic neck. The physician elected to angioplasty the aortic neck. The physician inflated the reliant balloon (MFR report# 2953200-2006-00268) with 50% contrast and 50% saline using a 20 cc syringe within the stent graft. Another angiogram was preformed and the endoleak was still present. The physician elected to angioplasty the stent graft a second time with the same reliant balloon , however, this time the physician explanded the balloon 2/3rds of the balloon within the stent graft and 1/3rd of the balloon in the aorta, resulting in rupturing of the patient's aorta. The physician placed an aortic cuff, which covered the renal artery. The patient was sent to recovery in stable condition. The following day the patient was complaining of back and abdominal pain. The physician performed a CT which demonstrated that the patient was bleeding internally, the physician elected to remove the device from the patient. The physician performed a surgical conversion, with the use of a conventional stent graft. During the open surgical repair the patient coded twice, however, the surgery was completed and the patient was sent to recovery. It was reported that two days post stent graft implant the patient expired, due to complication of the procedure.